Manufacturer narrative:
E1 facility name exceeds character limit: (B)(6). Investigation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in needle did not retract the following information was provided by the initial reporter, translated from japanese to english: this is a complaint about safety mechanism did not work during use. Customer reported that the safety mechanism did not work even after pressing the button for about four needles, and the needles were thrown away directly into the disposal box after being removed.